Event description:
The pt's father contacted animas to report that he was changing the cartridge because the pt had a blood glucose result of 600 mg/dl with no symptoms or ketones. He stated he had changed the infusion site within the last 1-2 hours. There were no reported issues with the site and cannula, but the pt's father noticed a large amount of air bubbles in cartridge and tubing. The pt was given a correction via syringe. The animas rep reviewed techniques on how to decrease air bubbles and advised the pt's father to change out the infusion set and site. The pt's father was advised to call back if the pt's blood glucose do not get resolved after infusion site/set change. This complaint is being reported because the pt allegedly obtained a 600 mg/dl blood glucose result due to reported air bubbles in the tubing and cartridge.

Manufacturer narrative:
A device from reserve sample was evaluated (lot# b201543) on (B)(6) 2010. The cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. In conclusion, no defects were found with the reserved sample.